Manufacturer narrative:
Manufacturing evaluation: the instrument arrived in a decontaminated condition and was available for investigation. It arrived in a clean status without visible damage. Visual investigation - inspection of the instrument found scratches, quirks and grooves. Furthermore, the instrument was sent to the production department for further investigation. Regarding the analysis report "the instrument corresponds to the specification. No cause can be determined". Batch history review - the device quality and manufacturing history records have been checked for the lot number (52524999) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale - according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the caused burns were related due to an improper handling or possibly by an usage error. According to the investigation report of the quality assurance of the production department: "specification: high voltage testing according to guardus test plan: hv dry tester (equipment number 2000007205) program number dummy check: 4 program number serial test: 2 test voltage 2.0 kv test stand po888 plate 3 = 310mm hv dry tester (equipment number 2000009448) program number dummy check: dummy program number serial test: monopolar test voltage 2.0 kv contact strip 15 plate 3 = 310mm check the instrument when closed. Current state: the instrument corresponds to the specification. The instrument corresponds to the specification. No cause can be determined. On the production side, no faults can be detected." The scratches, grooves and quirks could have been caused due to other instruments or an improper handling. The outer tube shows heavy signs of wear. There is the possibility for disruptive discharges if the outer tube have scratches, grooves, quirks and fine cracks. Corrective action - according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a dissecting scissors. It was reported that the product was defective when used intraoperatively, causing a burn to the patient during an endoscopic procedure. There were no noted permanent damages to the patient as the burn was minor. The patient did not require any further procedures due to the burn. This event prolonged the surgery for 15 minutes. Additional information was not provided. The adverse event is filed under aag reference (B)(4).